Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, lv pace impedance steady at 390 ohms through (B)(6) 2015,then fluctuates between out of range high and normal levels; by (B)(6) 2015 impedance is consistently out of range high. The full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to high impedance, and suspected fracture. No patient complications have been reported as a result of this event.